Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 535mg/dl and needs assistance programming the pump. Troubleshooting was performed and assisted the customer in programming the pump and basal rate. Further troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to the basal rates needing to be adjusted. No further details given.